Event description:
During a lap hysterectomy procedure, at the start of the procedure,installation of the harmonic (1 generator 2. Handpiece and 3. Scissor lcsk5 connected) self test with the foot pedal. During the procedure (after 15 minutes) the tip of the blade was broken- outside of the patient. There was no contact metal or other instruments, no infuluence of the environment (reported or staff). An other device was used for this operation - no problem occurred. No patient consequences.